Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Manufacturer of the device is unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease(fold), wear abrasion, and delamination. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a striated(edge) opening, consist with use of a surgical tool. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is: a striated(edge) opening on posterior side due to surgical damage, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.